Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, partial delamination on the plug strap disk shell, one opening curved on the posterior and yellow particles in the inner surface. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior and partial delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening due to an unidentified (tear) opening and partial delamination on the plug strap disk shell (adhesive failure). Reason for reoperation is deflation.